Manufacturer narrative:
Initial.

Event description:
It was reported that a pregnant user experienced persistent hyperglycemia reported at 279 mg/dl while using the ilet system, associated with frequent manual pauses of insulin delivery, running out of insulin, gaps in continuous glucose monitor (cgm) data, and repeated meal announcements intended to obtain additional insulin; education and troubleshooting were provided, and the user later set up a new freestyle libre 3 plus sensor and resumed automated operation with glucose in range during the call. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and successful return to automated insulin delivery. Investigation included technical support review of device use patterns and user training on proper system operation, and meal announcement timing and behavior. Investigation of this case revealed use-related issues leading to inconsistent insulin delivery and inaccurate meal announcements, along with suboptimal adherence to recommended operating practices. It was concluded, based on previously established findings for similar reports, that the cause was use error and therapy management behavior.